Event description:
The jaw was found misaligned.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha. Wi facility as part of a 50 pc. Lot in august of 2020. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly sticking out of the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the internal drive rod(n00185) fingers are damaged. We suspect that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod fingers to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaw was found misaligned.